Manufacturer narrative:
(B)(4). Device evaluated by MFR. - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous shunt at the site of the anastomosis. A 5.0 x 40, 40cm mustang balloon catheter was advanced to the target lesion. The balloon was inflated the first time to 12atms and second to fifth at 15atms; however, upon the sixth inflation, the balloon ruptured at 15atms. The device was successfully removed from the patient. The procedure was completed with this device. No patient complications were reported and the patient's status is good.